Event description:
It was reported that a new ilet user experienced recurrent low glucose after accidentally announcing multiple ¿meals¿ while ingesting fast-acting carbohydrates to correct hypoglycemia on her first day of pump use, which led the system to deliver insulin and hindered recovery. Symptoms included difficulty focusing, weakness, disorientation, and hypoglycemia with a documented glucose nadir of 53 mg/dl that rose to 96 mg/dl during the call after oral glucose. Outcomes included transient hypoglycemia without emergency treatment or hospitalization. Investigation included customer interview and review of usage pattern and reported meal announcements. Investigation of this case revealed user error due to incorrect meal announcements during hypoglycemia management, consistent with inappropriate use and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to training and user understanding of hypoglycemia treatment while on the system.